Event description:
Customer reported receiving a blood glucose result of 99mg/dl on their precision qid blood glucose monitor, while feeling symptoms of hypoglycemia; shaking , nausea, and slurred speech. Paramedics were called and upon arrival they received a blood glucose result of 50mg/dl on an unknown brand of glucose monitor, paramedics treated customer with oral glucose, and customer was transported to a hospital where orange juice was administered and glucose was stabilized and customer was later released.